Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/13/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient reported that when the sensor was removed, he saw an itchy, red bump that looked like an insect bite around the point of insertion. It was also indicated that the area sometimes had oozing. Patient started use of the dexcom system in (B)(6) of 2015 and had his first reaction around (B)(6) of 2016. Patient stopped using the system around this same timeframe. Patient indicated that they were about to start using the system again and planned on speaking to their doctor about the reaction, along with other non-dexcom related issues. On (B)(6) 2016, the patient went to the doctor and was prescribed clobetasol .05 % ointment. Patient received the ointment on (B)(6) 2016, and was just starting to use the treatment. Patient stated that they had a follow-up scheduled and that if the reaction had not healed enough, the doctor stated he would administer a cortisone shot. Additionally, patient stated he has a history of skin sensitivities and has also had reactions to his insulin pump adhesive. Further event or patient information was not available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not determined.